Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was occluded and explanted. The patient's current status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, pressure flow, and preimplantation testing. However, the device did not meet requirements for leak and reflux testing due to a tear observed in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU cautions that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also cautions that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.